Event description:
On (B)(6) 2011, (B)(6) hospital, (B)(6), reported that for tubing set beq-hqv 46900 (article number: (B)(4), serial number: (B)(4)) that upon priming of the set they observe a leak inside the sterile a-v loop.

Manufacturer narrative:
(B)(4). The tubing set was not returned for evaluation. A photograph provided by the customer confirmed that there was a leak at the cap attached to the luer. A root cause for the leak could not be determined. (B)(4).